Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not cut. The surgeon applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
8/7/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.